Event description:
Procedure type: urological. According to the reporter: the client reports that the balloon could not be inflated. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).